Event description:
It was reported that (1) device was used during a reconstruction of thoracis esophagus. It was reported by the affiliate that the cdh21 tissue ring was removed including fired staples. Another device was used to complete the case. There was no consequence to the pt. 02/2001 it was reported by the affiliate the donuts were complete and the device did cut. There were no malformed staples. The device could not be removed properly and the anastomosis was pulled out. The device was not reused.